Manufacturer narrative:
Faultnumber = hardware error alarm (63), linenumber = 380 filenumber = 37, variableinfo = 03 00 00 00 00 00 00 00 00 3c, insulin pump passed displacement test and self test. Pump error 63 alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure. The customer¿s blood glucose level was unknown. The customer stated that the fill cannula was recorded in the daily history. The troubleshooting was performed for the pump error. The product will be returned for analysis.